Manufacturer narrative:
The reporting of this incident from the field was delayed as efforts were made to attain lot number info, the incident sample and or samples for the incident lot. These efforts were not successful. The lot number was not provided (unk) and it was stated that there were no samples available. Unable to investigate the reported condition and perform a complaint history review and device history review. Regulatory compliance will continue to track and trend the reported issues.

Event description:
It was reported that the shield of an eclipse needle "popped off" while it was being deployed and the employee was stuck. The pt source is a known infectious disease carrier. There was no confirmation on either medical or surgical intervention.